Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no lead fractures, no intervention was needed, and the issue was resolved. It was noted that the patient was "fine"; the issue was just in regards to the MRI. No further information was provided.

Manufacturer narrative:
Concomitant medical devices: product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1996, product type: extension; product ID: 7482a95, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 7482a95, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 37642, serial#: (B)(4), implanted: (B)(6) 2011, product type: programmer, patient; product ID: 3389-40, lot#: j0414582v, implanted: (B)(6) 2004, product type: lead; product ID: 3382, lot#: l38558, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
It was reported there were changes in impedances. It was noted impedances were taken before and after an MRI head scan for the patient. Patient had good therapy going into MRI scan and there was no therapy noted after MRI scan. MRI center was using guidelines for the head scan. On one device pairs with #0 were noted to have a larger impedance result. C0=748 before scan and equaled 2188 after the scan, 01=813 before and 1953 after, 02=1157 before and 2487 after, 03=1029 before and 2364 after. Others pairs had very similar before and after impedance results. The "after" results were taken approximately 30 minutes after the MRI scan. Patient was programmed to c+1- on the device. It was noted the patient had 4 leads in their brain. The other stimulator device had the same impedances pre and post MRI scan. It was noted there were impedances greater than 4,000 ohms on some of the bipolar pairs. Impedances were also irregular on 7428 at 1.5 volts where pairs 5-7 measured 1395 pre MRI and showed greater than 4,000 ohms after scan. Patient was programmed to c+6- on this device. It was noted the representative was unable to attempt running impedances at 3 volts because the patient had already been released and was no longer accessible. It was noted the patient did not feel any changes to their therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-00286. It was unclear which device the report referred to.

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-00286.